Manufacturer narrative:
The alleged tip over could not be duplicated.

Event description:
Consumer alleges he was riding the scooter in his yard and when he turned around to go back up the path the scooter allegedly tipped over on top of him allegedly throwing him into the gate.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was riding the scooter in his yard and when he turned around to go back up the path the scooter allegedly tipped over on top of him allegedly throwing him into the gate.